Manufacturer narrative:
Additional product codes include dqo catheter, intravascular, diagnostic dqe catheter, oximeter, fiberoptic kra catheter, continuous flush. There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported while indwelling the catheter in a patient in the cardiac care unit (ccu), this swan-ganz cco catheter damaged the vessel around the right branch of the pulmonary artery, resulting in bleeding as the catheter advanced too far. In order to stop bleeding, a thin catheter was inserted from the pa distal lumen hub through pa distal tip of this swan-ganz catheter, and the bleeding site was successfully occluded by coiling embolization. The patient condition is stable in the intensive-care unit (ICU). The customer commented that this was not a device malfunction, and wanted to learn the catheter structure. The device is not available for evaluation as it was discarded at the hospital.